Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the blunt knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to blade. However, based on the info above, it is unlikely that the damage occurred during the mfg process. (B)(4).

Event description:
A chief nurse reported that a surgeon complained about poor cutting performance of a knife included in their pack. The surgeon further added that during two other procedures that day, he had noted dull blades. Stand alone knives were used to start the surgeries. There was no pt harm reported.